Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the pcu device have no issue connecting to other devices, but its was unable to turn on due to unresponsive keypad. Keypad replaced to solve this issue. As found software version 9.33.1.2, as left software version 9.33.1.2. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/02/2019 to present date (B)(6) 2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device does not connect to channel. No patient involvement.